Manufacturer narrative:
Serial numbers: (B)(4). For 1 of the 2 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. For 1 of the 2 reported events, a ge healthcare service representative performed a checkout of the system and did not confirm the reported event.

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that model 1011-9050-000 anesthesia gas machine experienced a malfunction resulting in elevated co2 levels. These reports were received from various sources. Of the 2 events, 2 did involve a patient. There was no patient information available.